Manufacturer narrative:
Information contained on this report was previously reported via psr on (B)(6) 2016, (B)(6) 2016, (B)(6) 2017, (B)(6) 2017, (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and visibility/palpability.

Event description:
Patient reported right side rupture, "encapsulated', "in pain", and "unhappy with the size." Patient additionally reported "breast was getting smaller", "had a crease which was jabbing into their chest bone causing pain", "implant was bubbling out when they touch it, feels like a leakage", "the implanting physician did not do a good job," "unhappy", "implant was twisted", "it hurts", "feels like a rock", "has bacteria", not feeling well, "scar tissue" and "was too big." Healthcare professional also reported "rippling/wrinkling" and pain on the right due to a fall"; these are not device-related. Patient also reported ¿made them lose several years of their life due to causing joint and muscle pain", "auto-immune disorder", and "illnesses of which caused them to stop working"; these events are not related to the device. Device has been explanted.